Manufacturer narrative:
Product complaint # (B)(4). Batch # r5c33z. Investigation summary: the analysis found that one pcee45a device was returned with the anvil bent upwards and with one gst45t cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged and the knife was noted to be buckled. In addition three reloads were received. The reload (b) was received fully fired. The reload (c) was received partially fired 1/2. The reload (d) was received partially fired 2/3. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified. Additional information received: the surgeon sutured with hand and did not transfuse. The patient is stable.

Event description:
It was reported that during a semi-open pneumothorax, the knife did not return at the firing on the lung. Forceps was stuck into the jaws and the manual override lever was used to release the device. The knife reverse switch was not used. The same event continued in the 2nd and the 3rd device, and the 2nd device was released by the same way as the first device. But, the manual override lever did not function in the 3rd device, so that harmonic device and electric knife were used to remove the 3rd device from the tissue. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The patient had pneumothorax several times, and the surgeon concerned that the target tissue was stiff before this procedure. It was found that the staples driver stopped on the way of the cut line and the knife did not move forward all the way when the cartridge was checked after the event. No further information is available.